Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the straight thoracic probe was damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
Hardware analysis confirmed the reported damage. The returned thoracic probe had impact marks on the back end, which caused fit issues with any mating tracker. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.